Event description:
Customer states that she obtained results on hi and 226mg/dl on the same device within 5 minutes. No action reportedly taken based on results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.